Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 4: reference MFR report: 1627487-2016-06601, 1627487-2016-06602 & 1627487-2016-06604. It was reported the patient underwent a lead revision due to the pateint experiencing stimulation in the wrong location. During the procedure the physician found the leads suture had broken away from the tissue and moved into the back of the patient's neck. The patient's occipital (off-label) placement leads were repositioned and resutured. Effective stimulation therapy coverage was reportedly restored postoperatively.